Event description:
It was reported that the patient presented in clinic for initial implant procedure. During the procedure, it was found that the newly placed right ventricular (rv) lead exhibited high capture threshold, failure to capture and the helix was difficult to be extended. Fluoroscopy was performed after lead placement and revealed that the helix had retracted. The rv lead was not implanted and an alternate near at hand was implanted instead on 2 feb 2024. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During the procedure, it was found that the newly placed right ventricular (rv) lead exhibited high unspecified impedance, failure to capture and the helix was difficult to be extended. Fluoroscopy was performed after lead placement and revealed that the helix had retracted. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of "lead exhibited high unspecified impedance" and failure to capture were not confirmed. A full lead was returned in one piece for analysis. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. Specification measurement and electrical testing were normal with no anomalies found. The cause of the helix mechanism issue was isolated to helix being clogged with blood/tissue.